Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: patient with osteoarthritis of the knee underwent a high tibial osteotomy using the tomofix plate on (B)(6) 2013. During the procedure the surgeon used the radiolucent pelvic retractor for the osteotomy while visually confirming that the soft tissue in the back of the genicula was retracted. The procedure was completed without issue. On (B)(6) 2013 it was reported that the patient had been returned to the ward but the blood pressure and the body temperature did not rise to the normal level. The surgeon performed an emergency surgery and found that the artery and the nerves in the back of the genicula were cut. The surgeon performed the saturation which took seven hours. The worst situation of a lower limb amputation could be avoided but the patient has possible aftereffects and needs follow-up. It was reported the director of the facility believes there is nothing wrong with the implants but that the issue was technique related. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.